Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.5. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod's cannula was discovered bent. Symptoms reported include stomach cramp and dehydration. The patient was treated with saline bolus which reportedly caused his glucose levels to "tank". The patient was then given sugar water, apple juice and tylenol for stomach cramping. The patient was released a few hours later. The pod was worn when seeking medical attention.